Event description:
Customer reports back to back testing on the same meter while using the active system with results of lo (< 10mg/dl) and 325mg/dl. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.